Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed ¿air in line¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification optical sensor readings and the optical sensor could not be calibrated. The upstream sensor assembly requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.